Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2012 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. (B)(6). Patient's medical history included two children, contraceptive implants (also used as back up contraception) and menstrual pain. In 2010, essure was placed. Nsaid was used as premedication. Uterine condition was normal and both ostiums were visualized. The insertion of the catheter on both tubes was not easy but bilateral placement was achieved. 4 externally visible coils on the left and 8 coils on the right. An ablation of a molluscum in the vulva was performed after essure insertion. Patient experienced pain during and after insertion. On (B)(6) 2010, an ultrasound was performed and inserts were seen from the cavity to the horn. Conclusion was that inserts were in good position. The patient was using contraceptive implants as alternative contraception. It was stated there was problem during insertion: left essure was not well placed. Three diagnostic hysteroscopy exams were performed. It was considered to place ius again. Hysterectomy was reported two years after essure insertion. No further information was provided. Additional information received on 09-apr-2015: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit. Follow-up information received on 26-jan-2016: the patient did not undergo hysterectomy (the event hysterectomy was deleted), but she underwent endometrium destruction via novasure procedure on (B)(6) 2016. During this hysteroscopy, right insert was not visible and left insert was visualized as placed in normal limits. The event left essure was not well placed was deleted as it was reported that left insert was visualized as placed in normal limits. Follow-up received on 04-feb-2016: information received from investigator states that endometrium destruction via novasure procedure was performed on (B)(6) 2016 (after essure insertion) due to menometrorrhagia. In addition, it was informed that patient experienced pain during and after insertion. Follow up information received on 12-feb-2016: (B)(4). Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study had essure (fallopian tube occlusion insert) inserted and right insert was not visible. This event, seen as device dislocation, is serious due medical importance and listed in the reference safety information for essure. She also experienced menometrorrhagia and an endometrium destruction via novasure procedure was performed. In this case, the insertion was difficult but bilateral placement was achieved. The patient had pain during and post procedure and confirmation test showed good position of the devices. However, during a hysteroscopy for novasure endometrial ablation the right insert was not visible (initially it was reported patient had a hysterectomy; however investigator confirmed she had endometrial ablation and hysterectomy was denied). Placement of an iud was primarily mentioned as measure to amend the lack of contraceptive reliability resulting from suboptimal placement. The investigator did not provide any assessment of relatedness of the device dislocation to essure. In this case, no alternative explanation was provided for occurrence of menometrorrhagia. Based on this information, a causal relationship between these events and suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. According to the initial technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit. An updated product technical analysis is expected.

Manufacturer narrative:
Follow-up received on 08-jun-2016 from investigator: the (B)(6) female subject was not pregnant. On (B)(6) 2010, she had essure placed for sterilization. The investigator considered the event menometrorrhagies non-serious and unrelated to essure devices. This event started in 2011 and resolved on (B)(6) 2016. In 2011, the patient underwent endometrial resection in view of menometrorrhagia starting 6 months earlier. In (B)(6) 2016, biopsy and curettage were performed for histology examination. Novasure was introduced. Endometrium destruction performed via thermocoagulation. Follow-up received on 13-jun-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample returned. The reported complaint does not specifies any device malfunction during insertion, we are not able to relate the events to a manufacturing quality defect. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study had essure (fallopian tube occlusion insert) inserted and right insert was not visible. This event, seen as device dislocation, is serious due medical importance and listed in the reference safety information for essure. She also experienced menometrorrhagia and an endometrium destruction via novasure procedure was performed. In this case, the insertion was difficult but bilateral placement was achieved. The patient had pain during and post procedure and confirmation test showed good position of the devices. However, during a hysteroscopy for novasure endometrial ablation the right insert was not visible (initially it was reported patient had a hysterectomy; however investigator confirmed she had endometrial ablation and hysterectomy was denied). Placement of an iud was primarily mentioned as measure to amend the lack of contraceptive reliability resulting from suboptimal placement. The investigator did not provide any assessment of relatedness of the device dislocation to essure but considered menometrorrhagia not related to essure. However, since no alternative explanation was provided for occurrence of menometrorrhagia, a causal relationship with essure inserts cannot be excluded. Based on this information, a causal relationship between these events and suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. According to the initial technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information is expected.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 12-aug-2016 (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device difficult to use. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or usability issue cannot be totally excluded. However, the medical events and usability issue are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable.

Manufacturer narrative:
Follow-up received on 07-sep-2016: patient was not pregnant. It was reported that expulsion right essure occurred on (B)(6) 2016. The event right insert was not visible was deleted from investigation and the event expulsion right essure was added. The event was resolved on the same day and patient has recovered . The investigator considered the event as non-serious. It was also reported that menometrorrhagia occurred in period of pre-menopause and started after essure insertion. The left essure micro-insert remains in place and the right essure micro-insert was removed on (B)(6) 2016. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study had essure (fallopian tube occlusion insert) inserted and right insert was not visible. The event resolved and patient had recovered. This event, previously seen as device dislocation, according to follow up information was then interpreted as device expulsion. She also experienced menometrorrhagia and an endometrium destruction via novasure procedure was performed. These events are listed in the reference safety information for essure. In this case, the insertion was difficult but bilateral placement was achieved. The patient had pain during and post procedure and confirmation test showed good position of the devices. However, during a hysteroscopy for novasure endometrial ablation the right insert was not visible. Placement of an iud was primarily mentioned as measure to amend the lack of contraceptive reliability resulting from suboptimal placement. The investigator did not provide any assessment of relatedness of the device expulsion to essure but, according to follow up information, considered menometrorrhagia as not related to essure and provided pre-menopause period as alternative explanation. The company, in line with investigator's assessment, considers the event as unrelated to essure use and therefore this case was no longer seen as incident. In regards of expulsion, considering its nature, causality with essure use cannot be excluded. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. No further information is expected.